Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a red alert condition on this cardiac resynchronization therapy defibrillator (crt-d) system was identified via remote monitoring due to high out-of-range pace impedance measurements greater than 3,000 ohms and high out-of-range shock impedance measurements greater than 200 ohms on the right ventricular (rv) defibrillation lead. Additionally, there was a yellow alert condition due to high out-of-range pace impedance measurements greater than 3,000 ohms and low r-wave amplitude measurements on the left ventricular (lv) lead. A signal artifact monitor (sam) episode was stored, and the respiratory rate trend (rrt) sensor was disabled. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a red alert condition on this cardiac resynchronization therapy defibrillator (crt-d) system was identified via remote monitoring due to high out-of-range pace impedance measurements greater than 3,000 ohms and high out-of-range shock impedance measurements greater than 200 ohms on the right ventricular (rv) defibrillation lead. Additionally, there was a yellow alert condition due to high out-of-range pace impedance measurements greater than 3,000 ohms and low r-wave amplitude measurements on the left ventricular (lv) lead. A signal artifact monitor (sam) episode was stored, and the respiratory rate trend (rrt) sensor was disabled. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that the patient implanted with this crt-d system underwent a bilateral ablation on (B)(6), which may have contributed to the observed out-of-range pace impedance measurements. Further testing via isometrics and pocket manipulations were unable to produce noise or out-of-range impedance measurements. This crt-d system remains in service with plans for continued monitoring. No adverse patient effects were reported.